Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. The power supply unit and the main board had defective. The housing cover was corroded. The base plate was corroded. The front panel was broken. The light guide sleeve of the connection socket was broken. He power supply unit and the main board had traces of moisture. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user found the following. The device could be switched on but not operated. Error b30 (scope communication error) was displayed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. Olympus repair center could confirm the reported phenomenon. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon was attributed to the malfunction of the motherboard. Omsc also surmised that the user mistakenly spilled a liquid on the device and there was a trace of water on the motherboard. If significant additional information is received, this report will be supplemented.